Event description:
The customer reported an issue with alarm 2 followed by alarm 26, indicating an occlusion problem. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to perform a series of steps to resolve the occlusion, including disconnecting tubing and delivering boluses, and was informed of the effect on insulin on board (iob). The customer continued to use the pump for insulin therapy and a replacement pump was sent to the customer.